Manufacturer narrative:
Customer returned only the contour blood glucose test strips for evaluation. Model# 7080g, lot# 3hj3f02a, exp date 08/31/2015; manufacture date 08/01/2013; 510(k) k062058.

Event description:
The customer received blood glucose readings of 191,41 and 93mg/dl on the contour next ez meter. He also ran tests on the contour meter and the readings were 233, 50 and 108mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The contour next test strips were expected to be returned for evaluation but customer returned only the contour test strips. Replacement test strips and meters were sent to the customer.